Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was monitored for 24 hrs and no critical block error or blank display anomalies noted. Power connector plug in and locked in place properly. Unit properly connected to the glucose sensor simulator. No sensor anomalies noted. Unit received with minor scratches on case, pillowing keypad overlay and minor scratches on lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer's wife reported via phone call that the insulin pump shut off and felt like it did not deliver insulin. The customer's blood glucose was 594 mg/dl at the time of incident. The customer performed troubleshooting. The customer's blood glucose was 156 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The caller stated that the insulin pump alarmed multiple critical block alarms that were not resolved. It is unknown if the auto mode on the insulin pump was automatically adjusting insulin delivery during the event. The insulin pump was returned for analysis.